Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair, after t1 of ultra fast fix was implanted, t1 fell off from the meniscus. T1 was removed from the patient by suction. The procedure was completed with a delay greater than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor was detached from the needle. The t2 anchor was still set behind the needle dimple as intended. No physical damage visible to the device imaged. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was detached from the needle. The foam insert was removed from the actuator. The t2 anchor was still set behind the needle dimple as intended. No physical damage visible to the device. The t1 anchor and part of the suture was coated in debris. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive contact or force to prematurely activate the device. No containment or corrective actions are recommended at this time.